Event description:
The customer reported that the system's alarm was sounding continuously.

Manufacturer narrative:
The ge service replaced the monoblock, but this did not correct the probolem. He troubleshoot and found that there was a bad connection in the camera causing the problem. He repaired connection and tested the unit. The system is working as intended.